Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display is blank and that the pump had been exposed to extreme heat and cold. Customer's blood glucose was 138 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored and it functioned properly. No display anomaly or full segment display anomaly noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.